Manufacturer narrative:
Serial number unknown, not provided at the time of report. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery was expired. There was no reported patient involvement/adverse patient impact.